Event description:
It was reported the patient is complaining she is not receiving effective stimulation therapy from her scs system. The patient also complained she is experiencing pain at her scs lead site. The patient met with her physician and they have decided to remove her scs system. Follow-up identified the patient's scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.